Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. The foreign material was confirmed. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during inspection at the distributor, while re-packaging the rotating hemostatic valve (rhv), a hair was found inside the pouch. As the issue was discovered at a distributor, there was no patient involvement. There was no additional information provided.